Event description:
It was reported mimix was implanted in a patient for closure of cranial article bone on (B)(6), 2003. (B)(6), 2009, six years after the operation, some swelling and erythrogenic was found above the eyelid at the right side. Patient was given antibiotics, but did not improve. CT scan sowed some foreign body was found, revision surgery on (B)(6), 2009 where the foreign body material was removed. It was determined after the surgery; the foreign body was part of the mimix that was implanted.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The information provided was reported to (B)(6), and is our only source for information. We cannot confirm it was our product used in the case.